Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor anomaly. The customer¿s blood glucose was 127 mg/dl at the time of incident. Customer stated that the sensor cannula was missing after insertion. The sensor is being replaced and is expected to return for analysis.